Manufacturer narrative:
This is our initial report for this incident.

Event description:
The customer complained about a false positive result during cap survey on tango. Sample jat-18 accession # (B)(4) yielded a 1+ positive result when the expected result was negative. Customer did state that jat-18 was next to sample jat-19, that was sampled right before jat-18, which was a 4+ positive result. The customer was not neither able to send the sample nor the product used on tango. A field engineer has been dispatched to inspect the analyzer. This visit did not reveal any indications for an instrument malfunction. The system was operational within manufacturing specifications. Results from the corresponding cap survey obtained at the bmd qc laboratory were reviewed. All cells of the sample following jat-19 reacted negative. Jat-19 reacted 4+ with cell p1 and p2 of biotestcell 3 and was found to contain anti-d as well as anti-k antibodies. A carry-over seems likely. Testing of the reagents used is still ongoing. We will send our final report on this incident as soon as we receive the results from our quality control laboratory.

Event description:
The customer complained about a false positive result during cap survey on tango. Sample (B)(6) yielded a 1+ positive result when the expected result was negative. Customer did state that (B)(6) was next to sample (B)(6), that was sampled right before (B)(6), which was a 4+ positive result. The customer was not neither able to send the sample nor the product used on tango. The correct function of the affected reagents were proved by testing quality control laboratory's retained samples on tango. All positive and negative reactions were correct. We did not observe any false positive reactions. A review of the batch record documentation showed no irregularities which may have affected negatively the quality of the complained lots. A field engineer was dispatched to inspect the analyzer. This visit did not reveal any indications for an instrument malfunction. The system was operational within manufacturing specifications. All results from the corresponding cap survey obtained at the bmd qc laboratory were reviewed. All cells of the sample following (B)(6) reacted negative. (B)(6) reacted 4+ with cell p1 and p2 of biotestcell 3 and was found to contain anti-d as well as anti-k antibodies. A carry-over has most likely happened.

Manufacturer narrative:
This is our final report on this incident.